Event description:
(B)(6), home health nurse, reported pump gave "system time out" error code due to internal battery. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Gamunex-c indication: common variable immunodeficiency, unspecified. No further info/details or dates available.